Manufacturer narrative:
(B)(4). Maude report #: mw5064756.

Event description:
Dexcom was made aware on 10/05/2016 that an issue was reported via voluntary medwatch submitted on (B)(6) 2016 to claim the receiver had intermittent audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.